Event description:
Patient presented to the physician with an exposed ipg at the chest incision site. Physician determined the patient had an infection. Physician brought the patient into the or, opened the chest incision, sanitized the area, placed the ipg deeper, and closed. Physician prescribed antibiotics after the procedure was completed.